Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the left nasolabial fold with a juvéderm® volift® with lidocaine. An antiseptic was used as pre-treatment. The patient was taking noten concomitantly. The patient experienced an occlusion at the injection site immediately after the injection. There was also purple discoloration. The patient was treated with hyalase® around the ischemic area. This treatment was provided to prevent necrosis. The patient was reviewed 10 days later and the symptoms have completely resolved.